Event description:
Event description guidant received information that this implantable ventricular lead during a one month follow-up visit, was capturing in ddd mode but not vvi mode. In addition, no sensing was observed.